Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the pacemaker was interrogated for a check on (B)(6) 2017, the heart rate at the end of the 24h heart rate curve was shown to be zero. The patient was under radiation therapy. In addition to the above, on (B)(6) 2017 it was also found that several patient files were showing no record on the 24h heart rate curves and on the ventricular sensing histograms. On the 24h heart rate curve screens in those files, the displayed recording periods were also incorrect and they seemed to be corresponding to the time when the patient file was opened on the programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when the pacemaker was interrogated for a check on (B)(6) 2017, the heart rate at the end of the 24h heart rate curve was shown to be zero. The patient was under radiation therapy. In addition to the above, on (B)(6) 2017 it was also found that several patient files were showing no record on the 24h heart rate curves and on the ventricular sensing histograms. On the 24h heart rate curve screens in those files, the displayed recording periods were also incorrect and they seemed to be corresponding to the time when the patient file was opened on the programmer.

Manufacturer narrative:
Preliminary analysis confirmed the reported issues; these are due to the corruption of bit in the data memory. The root cause of this corruption could not be identified with certainty but the most probable hypothesis could be a seu (single event upset).

Event description:
Reportedly, when the pacemaker was interrogated for a check on (B)(6) 2017, the heart rate at the end of the 24h heart rate curve was shown to be zero. The patient was under radiation therapy. In addition to the above, on (B)(6) 2017 it was also found that several patient files were showing no record on the 24h heart rate curves and on the ventricular sensing histograms. On the 24h heart rate curve screens in those files, the displayed recording periods were also,incorrect and they seemed to be corresponding to the time when the patient file was opened on the programmer.